Event description:
The iab leaked. Blood was noted in the tubing. On 12/15/97, datascope rec'd the following info: the iab was inserted into the pt on 9/18/97. On 9/20/97 after iabp for two days, the iab ruptured. An alarm sounded from the pump and the tubing filled with blood. The dr was notified immediately and he attempted to remove the iab. Tremendous resistance was felt. The pt required iab retrieval, right femoral embolectomy and patch angioplasty. A second iab was inserted into the pt's left femoral artery. The pt went on to expire on 10/24/97 at 10:02 pm. [Event complications]: unk-rpt'd 10/2/97; embolectomy & patch angioplasty-rpt'd 12/15/97. [Pt's current status]: expired rpt'd 12/15/97.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 1/13/98).